Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique prior to an endovascular aneurysm repair (evar) procedure. Reportedly, the foot of the prostyle device did not retract completely when the lever was attempted to be closed after suture deployment. The foot was "half open" still when the device was removed. No tissue or vessel damage occurred. The suture had been successfully pre-placed and the sutures of an additional prostyle device were also successfully pre-placed. The evar procedure was completed. When attempting to achieve hemostasis with the prostyle sutures, the knot of the proglide that had the foot half open could not be advanced. Reportedly, the physician may have tightened the knot down immediately after the suture was pre-placed. There was no reported issue with the second suture. Cut down surgery was performed to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulty closing the foot and failure to advance the knot could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. The reported foot detachment was confirmed based on the returned device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly, the physician may have tightened the knot down immediately after the suture was pre-placed. It should be noted that the prostyle instructions for use (IFU), states: do not pull on the individual limbs to prevent knot advancement or locking of the knot. In this case, it is unknown if the IFU deviations contributed to the reported event. A conclusive cause for the reported difficulties could not be determined based on the returned device condition. Factors that contribute to foot detachment may include, but are not limited to, needle deflection during plunger deployment due to interaction with patient anatomy (human tissue) or failure to maintain a stable position of the device with respect to the tissue tract, foot was not retracted prior to attempted removal from femoral vessel. Factors that contribute to failure to advance the knot (knot lock) may include, but are not limited to, user pulls the suture loop located at the distal guide instead of both suture ends when removing the device from the patient. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.b5: the complaint device was inadvertently referenced as a proglide in one sentence on the initial report.

Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique prior to an endovascular aneurysm repair (evar) procedure. Reportedly, the foot of the prostyle device did not retract completely when the lever was attempted to be closed after suture deployment. The foot was "half open" still when the device was removed. No tissue or vessel damage occurred. The suture had been successfully pre-placed and the sutures of an additional prostyle device were also successfully pre-placed. The evar procedure was completed. When attempting to achieve hemostasis with the prostyle sutures, the knot of the prostyle that had the foot half open could not be advanced. Reportedly, the physician may have tightened the knot down immediately after the suture was pre-placed. There was no reported issue with the second suture. Cut down surgery was performed to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. A posterior foot break was found during evaluation of the returned device. Follow-up with the account confirmed that the foot separation was found upon removal of the device. The foot of the prostyle device was discarded and did not remain in the patient anatomy. No additional information was provided.